Event description:
During a coronary angiography procedure the pt suffered a stroke. After retrieving the catheter, the physician aspirated a thrombus. The physician could not see anything particular on the guide wire and assumed that the cause was the jomed catheter.